Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported buttons on left are not responding which was not reproduced. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump buttons on the left were not responding. The event happened during testing in biomed service department. There was no patient involvement. No additional information is available.